Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 2mm distal from the bicomponent weld for a length of 5mm, the guidewire lumen was buckled, prolapsed, stretched, and was punctured. The damage is most consistent to an interaction of a guidewire. Product analysis could not confirm reported burst. Analysis shows the guidewire lumen was buckled and punctured which is consistent with an interaction with a guidewire during procedural use.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.